Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 4 leads (from the same lot) implanted. It was reported the patient experienced ineffective therapy due to lead migration. Patient denied any trauma. Patient declined to have leads repositioned and requested system removal. Physician explanted the system on (B)(6) 2017.